Event description:
It was reported that during an unknown procedure, the device delivered an incomplete staple line. The surgeon use hand sewing to complete the procedure. One device will be returning.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.